Event description:
It was reported that a patient underwent an oral procedure on (B)(6) 2024 and suture was used. During the procedure, the doctor sutured the lower jaw for the patient. During the surgery, the problem of pulling off suture needle had happened when using suture to suture the wound, and the needle was inside the wound and the suture was outside. Because the wound was deep, it took 5-6 minutes to search carefully and finally use a blade to cut it open before finding the suture. After taking it out, the sample was retained, and the suture was replaced to continue to suture the wound. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there patient consequences? If yes, please specify.was there any change in the patient¿s post-operative care due to the prolonged procedure? Were x-rays taken to locate the needle? Was there any additional tissue damage as a result of searching for the needle? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Contacted with the sales rep today via phone, please refer to event description and other information requested is unknown.